Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -10.0/2.5/083 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The lens was removed within the same surgery due to lens tear/break during injection/delivery into the eye. The reporter indicated that the lens got stuck between the cartridge and the foam tip. There was no patient injury.

Manufacturer narrative:
B5- per updated information a replacement lens was implanted on (B)(6) 2021 and the problem resolved. Cause of event was unknown. For cause details the reporter stated " lens loading was performed as usual, but lens got stuck in the cartridge while injecting in the eye". Claim # (B)(4).